Event description:
It was reported that the patient was unable to adjust her stimulation. The patient programmer displayed the message "call your doctor" icon, which was a power on rest condition. The patient was implanted this morning. Further info is being requested from the hcp.